Event description:
Same case as MDR ID: 2134265-2015-03683. It was reported that the rotaburr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the target lesion. It was noted that the rotation speed stopped increasing during rotation. While the physician was attempting to remove the burr, the rotawire was also getting removed along with the burr. The rotaburr and the rotawire seemed to be stuck, therefore they were removed from the patient together. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotalink plus 1.50mm unit was returned connected together. A guidewire was returned running through the device. The guidewire was stuck on the burr annulus and when an attempt was made to remove the guidewire, it broke in two pieces. During device visual analysis the burr was microscopically examined and no damage was noted with the annulus of the burr. The rotablator plus unit was wet tested as and no speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was also seized. The advancer unit was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03683. It was reported that the rotaburr became stuck on the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the target lesion. It was noted that the rotation speed stopped increasing during rotation. While the physician was attempting to remove the burr, the rotawire was also getting removed along with the burr. The rotaburr and the rotawire seemed to be stuck, therefore they were removed from the patient together. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).